Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt261212/06399978, pxc121000/06601311, and pxl161207/06501787) to repair an abdominal aortic aneurysm.after the initial procedure on the same day, the patient developed cerebral infarction. No treatment was performed and the infarction remained. The cause of the infarction was reported to be embolism.